Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Upon return, the teflon sheath was noted on the oabc bladder, buckling was also noted to the teflon sheath extrusion. The one-way valve was tethered to the short driveline tubing. The exposed portion of the bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0063in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation indicating a crossover leak between the iabc central lumen and helium pathway. The one-way valve was connected to the short driveline tubing, and a vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifur-cate without any difficulty. Upon removal of the sheath, the wire-round was noted unraveled and the iabc central lumen was found to be broken at approximately 5.2cm from the iabc distal tip. In addition, the iabc central lumen was found to be kinked at approximately 63.7cm from the iabc luer end. No damage or abnormalities were noted to the iabc bladder. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the previously noted central lumen break. Blood was noted on the guidewire upon removal. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 63.6cm from the iabc luer, which is the location of the previously noted kink. Blood was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon was not tightly wrapped and disperse" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken near the iabc distal tip. The broken central lumen will result in difficulty of maintaining a vacuum on the iabc bladder. If a vacuum on the bladder is not maintained, it can result in a bladder to unwrap premature-ly and causing the catheter to get stuck in the sheath. No other leaks or damage was noted to the iabc. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is undetermined; a potential root cause is cus-tomer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after remove the catheter from the package, the balloon was not tightly wrapped and disperse". Additional information states that the iab catheter was replaced to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported ", after remove the catheter from the package, the balloon was not tightly wrapped and disperse". Additional information states that the iab catheter was replaced to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".